Manufacturer narrative:
One used cycler set was returned for evaluation. Visual inspection revealed the pt line tubing had separated from the x-connector. The presence of solvent was noted, but did not appear to be sufficient. An under water pressure test was performed and confirmed leakage in this location.

Event description:
Baxter affiliate reports leak from x-connector of cycler set. Affiliate reports no injury or medical intervention.